Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-04440. It was reported the patient's right supraorbital lead migrated. Surgical intervention may be planned to address this issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-04440.